Manufacturer narrative:
The sapien 3 ultra valve, commander delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection of the devices revealed minor gouges on the delivery system flex tip. The valve was exposed through the esheath liner. One valve frame strut was bent outward at the inflow. Following the expansion of the returned valve, the frame was observed to be distorted/canted. All struts were exposed through the skirt, which is normal after crimping and use. The valve leaflets were wrinkled and dehydrated, which was likely due to prolonged crimping during the return handling process. Review of the provided 3mensio imagery revealed calcification and tortuosity was present in the access vessel. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. No functional testing or dimensional analysis could be performed due to the condition of the returned devices. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, 'as we pulled the system back into the sheath, a stent strut was pulled away the valve'. Additionally, the patient's access vessel had presence of calcification and tortuosity. The present of calcification, tortuosity, and aaa (abdominal aortic aneurysm) can create challenging pathway during delivery system advancement. It is possible that the valve strut catches within the sheath during the delivery insertion through the sheath, and the subsequent push force (as indicated by the gouges seen on flex tip) resulted in the bent strut observed. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause could not be confirmed, available information suggests in addition to procedural factors (excessive device manipulation), patient factors (calcification/ tortuosity/ abdominal aortic aneurysm) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01871, and related manufacturer report no: 2015691-2021-02146.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a subclavian tavr, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve through the 14fr esheath. The distal valve frame strut pierced the sheath and inverted in the subclavian. The valve was not able to be advanced further without prolapsing the valve frame more. The decision was made to remove the devices and try again with a stiffer wire and a 16fr esheath. Similar to the first attempt, a frame strut also bent on the second 26mm sapien 3 ultra valve as it advanced towards the ostium of the right subclavian. The devices were removed. Upon withdrawal, the 16fr esheath was also observed to be damaged. A third valve, delivery system and 16fr esheath were prepared. The seam of the esheath was 'reversed' to avoid the crimped valve from splitting the seam. The third valve was able to be advanced through the sheath and deployed in the intended location. No injuries to the patient were reported. The patient was in stable condition at the time of the initial report. The third valve remains implanted in the patient. Additional information received indicated the patient passed away post procedure. The exact timing of the death was not provided. The cause of death was a large stroke.